Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter woke up with a blood glucose of 480 mg/dl. The patient was sick to her stomach and was treated with a manual insulin injection and an infusion set change. The patient went back to sleep and when she woke up her blood glucose was down to 131 mg/dl. The customer attempted to bolus but the delivery was interrupted by a motor error alarm. Troubleshooting was initiated for the motor error. The drive support cap appeared normal there was no exposure to a high magnetic field either. However, the insulin pump appeared burnt under the battery compartment. The device was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The customer's mother declined insulin pump replacement since they were receiving a brand new insulin pump in the mail that day.